Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder's plastic jaw burned and melted. It was not known when in the procedure the jaw melted. A replacement device was used to complete the procedure. There was no patient effect reported.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).